Event description:
Pt arrived with cadd pump alarming. "Led" face blank and black. Pushed the stop button to silence alarm. Unable to view screen. Battery changed three times with no success of having the screen light up, after start button pushed. Alarm continued after pushing start button and "led" face continued to be blank and black with vertical lines, twice, across face of screen.